Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/65 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: novel implantable cardioverter defibrillator programming with high rate cut-off, long detection intervals and multiple anti-tachycardia pacing reduces mortality. Circulation journal. 2021.85: 291 ¿ 299. Doi: 10.1253/circj.cj-20-0940. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding novel programming of implantable cardioverter defibrillators (ICD). The article reports patients that experienced inappropriate therapy due to supraventricular arrhythmias, electromagnetic interference, and/or oversensing due to the lead. The status/ disposition of the devices and leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.